Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached over 400 mg/dll.

Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The formed needle was fully retracted. The device was manually reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 1871 pulses. No damages or defects were found that would result in a needle mechanism failure. An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours and then alerted the user to change the pod. The device functioned as intended.